Event description:
It was reported the pt fell in nursing home experiencing disassociation of liner. The liner was replaced.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.